Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
It was reported to philips healthcare that the heartstart xl reported an f0003 error code (keyscanner failure) during ECG monitoring on a patient. There was no reported patient impact.